Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response. It was also reported that the right atrial (ra) and right ventricular (rv) leads were exhibiting intermittent undersensing. The ICD and leads remain in use. No further patient complications have been reported as a result of this event.